Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17, changing your pod 3 / page 34. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23: warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the following blood glucose history: time; 13:00, blood glucose level:90 mg/dl; 14:00 400 mg/dl, 15:00 350 mg/dl, 16:00 400 mg/dl, 17:00 450 mg/dl, 18.00 300 mg/dl, 19:00 200 mg/dl, 20.00 120 mg/dl. The patient reported feeling pain and went to the hospital upon realizing her blood glucose levels were rising. She changed the pod and corrected with the new pod. She drank a lot of water as well, but could not keep it in her body. At the hospital the patient was treated with an infusion. She was diagnosed with hyperglycemia and diabetic ketoacidosis. Upon removing the pod, the patient reported the cannula had dislodged and was bent. The pod was worn between 24 and 36 hours on the abdomen.